Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a comfit super high filtration mask earloop blue, a dental assistant developed a rash. The assistant had never wore these type of masks before and it is not known what was normally worn. The rash was wherever the mask was sitting. As soon as they stopped wearing the mask, the rash cleared. No medical attention was required and no injury was reported from the event.

Manufacturer narrative:
The device was evaluated and found to be within specification.